Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to reboot the system, however, the customer opted out and switched to a different surgeon side console (ssc). The isi field service engineer (fse) followed up with the customer and was informed that the right eye video on the surgeon side console (ssc) was restored after system restart. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed an error message that was related to the reported complaint occurred during the surgical procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the convert/abort. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the right monitor had no image in one of the surgeon side consoles (sscs). The intuitive surgical, inc. (Isi) technical support engineer (tse) asked if the customer had tried to reboot the system and she stated they just switched to the other console and continued with the procedure. The isi tse recommended trying to reboot the system when they were able to. They requested that their isi field service engineer (fse) inspect the system. Onsite was not connected so error logs could not be reviewed. The site proceeded with the case with another ssc. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with no injury to the patient.